Event description:
It was reported that the intra-aortic balloon was inserted uneventfully via a femoral artery in the catheterization lab. Pumping began (likely another MFR's pump). Within a few mins, the pump stopped and blood was seen entering the helium tubing. As a result, the iab was removed and replaced (with another MFR's iab). There were no reported pt complications.